Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the tibial nail, part and lot number unknown. Implant date reported only as 2001. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was having difficulty explanting a tibia nail being removed due to an ulcer located near the distal end of the nail. The proper extraction set was not available as the patient¿s records were not available. Reportedly the patient had been implanted with an ¿old style tibial nail¿ in 2001. The surgeon was able to find other instruments that would thread into the proximal end of the nail for a secure hold. After many unsuccessful attempts, the surgeon decided to try drilling out the unused locking holes to remove any potential bone rivets. The nail would not budge so the surgeon decided to abort the effort and left the nail in. The surgeon was able to remove a locking bolt but did not remove the end cap. This report is for the tibial nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported there was a greater than 30 minute delay to procedure due to the reported event

Manufacturer narrative:
Two x-rays images, taken on (B)(6) 2014, were provided to synthes for evaluation by the medical director. A review of the images did not provide confirmation of the nail extraction difficulty. Event date of the complaint issues associated with the revision surgery was (B)(6), 2014 (date of the revision surgery). The event date associated with the patient's ulcer is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.